Event description:
This report is being filed as additional information was received indicating that the patient underwent a heart transplant. The patient's implanted system was taken out of service and portions were returned for evaluation. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, it was noted that the lead had been severed and the three terminal leg segments had been returned. Testing was completed to assess the electrical performance of the returned segments. Measurements during these tests were normal. Analysis of the returned segments of lead was unable to identify any characteristics that could have caused or contributed to the reported low impedance observation.

Manufacturer narrative:
As no additional information regarding this event is expected, our investigation is complete. This record will be updated if additional information becomes available.

Event description:
It was reported that shock impedances on this right ventricular (rv) lead were intermittently low out of range, including several measurements of zero ohms. It was noted that pacing impedance was also low, but remained within acceptable limits. It was suspected but not confirmed that the patient may have been exposed to electromagnetic interference (emi) during the periods where zero ohms impedances were recorded. Boston scientific technical services discussed troubleshooting options with the health care provider. No adverse patient effects were reported. This rv lead and the associated cardiac resynchronization therapy defibrillator (crt-d) remain in service.